Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: after the 7th tube was drawn, the grey protective coating on the needle did not come back into place: blood leakage. The same day, when opening the packaging of a unit from the same batch, it did not have a protective coating.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing and, no issues were observed relating to sleeve failure (leakage) and missing shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve failure and missing shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: after the 7th tube was drawn, the grey protective coating on the needle did not come back into place: blood leakage. The same day, when opening the packaging of a unit from the same batch, it did not have a protective coating.